Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous consistent with an inner conductor coil break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead was attempted at implant, however had undesirable threshold measurements. An attempt to reposition the lead was made, however difficulty was experienced with the helix mechanism. A new lead was successfully implanted. No adverse patient effects were reported.